Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after performing pre-dilation with a non-boston scientific balloon catheter, it became difficult to cross this device into the lesion. An attempt was made to advance the wolverine, but it could not cross the lesion at all, and when it was inflated eight times at 7 atmospheres for 5 seconds at the proximal to the lesion, it ruptured. The procedure was completed with a non-boston scientific product. There was no patient injury.